Manufacturer narrative:
Product event summary: four batteries and controller ac adapter (cac) adapter were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each fifteen-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4), (B)(4) and (B)(4). Momentary disconnection will result in an audible tone or "beep". As a result, the reported power switching and beeping events were confirmed. However, analysis of data logs did not reveal any anomalies involving the battery. As a result, the reported power consumption event could not be confirmed. A power source lubrication procedure was performed on 11-jul-2018 and 03-apr-2019 to mitigate the reported conditions and the batteries remain in use. While the product was not available for physical analysis, the most likely root cause of the reported premature power switching event after lubrication can be attributed to momentary disconnections due to corrosion of the controller power port pins. However, the reported "alarm sounded" are most likely attributed to momentary disconnections between the controller and battery. Applicable risk documentation and experience with events of similar power consumption circumstances were considered; events involving panasonic batteries that rapidly discharge can be attributed to soldering or welding defects. Additional products: serial #: (B)(4); device evaluated by MFR: yes. Serial #: (B)(4); device evaluated by MFR: yes; serial #: (B)(4).; device evaluated by MFR: yes; serial #: (B)(4); device evaluated by MFR: yes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿ battery : battery / (B)(4) / model #: 1650de / expiration date: 03/31/2019, UDI #: (B)(4), device available for evaluation: no device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 03/30/2018, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery : battery / (B)(4) / model #: 1650de / expiration date: 03/31/2019, UDI #:(B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 03/30/2018, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery : battery / (B)(4) / model #: 1650de / expiration date: 03/31/2019, UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 03/30/2018, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ controller ac adapter : controller ac adapter / (B)(4) / model #: 1650de / expiration date: unk, UDI #: asku, device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: unk, labeled for single use: no, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that power switching occurred with multiple batteries and a controller ac adapter. It was also noted that when the batteries switch, they would discharge quickly and then kept switching back and forth between the two and the batteries became empty within an hour. Once an alarm sounded, the battery light emitting diode (led) would illuminate or flash. The batteries and controller ac adapter were serviced and remain in use. No patient complications have been reported as a result of this event.